Manufacturer narrative:
This supplemental report is to inform that, upon further review, this is not a reportable malfunction. The initial medwatch reported that during device inspection, the xenon light source exhibited a missing lamp and heat sink. However, an investigation was conducted, and upon further review, this complaint becomes a non-reportable event. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the xenon light source exhibited missing lamp and heat sink. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.